Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system lost quite a bit of weight in a short period of time following the implant procedure. A company field clinical rep (fcr) reported the patient lost approximately 55 lbs within a three month timeframe after undergoing gastric bypass surgery. Because of the patient's weight loss, his entire s-ICD system migrated. The device was hanging and very loose within the pocket and the electrode was not at the midline (hanging to the right viewed from fluoro). The patient recently had his s-ICD system replaced with a transvenous system on (B)(6) 2016. Right before the replacement, the patient went into ventricular fibrillation (vf) and the device failed to convert the vf after 4 shocks were given, but did convert after the fifth shock. The patient did present to the hospital following these events and the system was replaced soon thereafter. No further issues have been reported.